Manufacturer narrative:
(B)(6). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare professional via the manufacturer representative regarding a patient with an implantable neurostimulator (ins). It was reported that the physician suspects a premature battery depletion. The ins will be replaced but the surgical procedure has not been scheduled yet. The physician will decide when the ins will be explanted. It was unknown if there were any external contributing factors. There were no patient symptoms. No diagnostics/ troubleshooting was performed. The device settings were: 5.5v, 17 hz, 210 micros, 2 positive electrodes, e negative electrodes. No impedance measure was available. The patient was alive with no injury. No further complications were reported or anticipated.